Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that as the patient was on their way to the car, they noted blood leaking from the product, and that upon inspection, the orange sealing ring was stuck down. The product was attached to a PICC line. It is unknown if a red curos cap was ever used on this particular product. The facility would normally use a green curos cap. The facility also uses medline syringe flushes, and bd glide syringes. The customer would like all of these products tested on the neutraclear to see if a stick down can be replicated. The sales representative reports being able to replicate a stick down with a neutraclear and red curos cap, but the facility states those are for dialysis catheters and any hub that does not have a needleless connector on it. There was no patient harm.

Event description:
The customer reported that as the patient was on their way to the car, they noted blood leaking from the product, and that upon inspection, the orange sealing ring was stuck down. The product was attached to a PICC line. It is unknown if a red curos cap was ever used on this particular product. The facility would normally use a green curos cap. The facility also uses medline syringe flushes, and bd glide syringes. The customer would like all of these products tested on the neutraclear to see if a stick down can be replicated. The sales representative reports being able to replicate a stick down with a neutraclear and red curos cap, but the facility states those are for dialysis catheters and any hub that does not have a needleless connector on it. There was no patient harm.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report that the orange sealing remained stuck down was confirmed. During visual inspection it was observed that the orange piston was recessed within the component body, confirming the customer¿s report. The root cause of the customer's report could not be identified.